Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine leaked from the shaft and the foley catheter funnel after the placement.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample were confirmed to exhibit the reported failure. The reported failure is considered out of specification as the reported failure was reproduced. The product was not used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used three-way silicone foley. Visual inspection of the sample noted no obvious visible observation of no missing parts. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not completed as they are addressed by existing CAPA. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that urine leaked from the shaft and the funnel of the foley catheter after the placement.